Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with a pocket infection a month after a pacemaker implant procedure. The patient's pacemaker was explanted on (B)(6) 2021. A new system was implanted on (B)(6) 2021. There were no patient consequences.